Event description:
It was reported that the during a ptca treatment procedure, the pt graphix int guidewire fractured. The physician used a 6f introducer sheath for vascular access and a 6f guide catheter to cross the lesion. The physician attempted to pass the pt graphix int guidewire above a buddy wire, but met resistance. He applied more force which caused the middle of the wire to kink and subsequently fracture both the polymer and corewire inside of the guide catheter. The fractured guidewire was removed and the procedure was successfully completed with a bmw wire. No injuries or complications were reported. Current pt status is listed as 'okay'.